Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 8/12/2019. Device returned to manufacturer: yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. The sample lens was observed cut with residues that looks like body fluids on the lens related to the handling of the unit. The condition observed is consistent with a lens that has been explanted. The reported issue was not verified. Based on the product returned evaluation a product quality deficiency or product malfunction could not be determined. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints have been received for this production order number. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2018 and (B)(6) 2019. Email address unknown, information not provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the za9003 intraocular lens (iol) was explanted from the patient's operative eye due to unexpected post-op refraction and residual astigmatism. The replacement lens was a different model and higher diopter. The patient has recovered. No additional information was received.